Event description:
Reportedly the device was explanted after an implant duration of approximately 6 years (75.13 months) due to calcification. Per the customer report, a perimount mitral valve implanted in 2006 in a (B)(6) patient hugely calcified 6 years later only. The stentless aortic bioprosthesis (another company) is working well, without calcification.

Manufacturer narrative:
Method: device evaluation pending receipt of device at evaluation lab. Additional manufacturing narrative: the device has been received at our facility in (B)(4) and will be in transit to our evaluation lab in california upon completion of decontamination and shipping/inspection activities. Upon receipt of the device and completion of the evaluation, a follow up report will be submitted. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Cardiac efficacy after implant of a new bioprosthesis is working well; patient discharged in good condition. Although requested, no additional medical or medications reports have been submitted by the health care provider.

Manufacturer narrative:
Evaluation summary: report of valve explanted due to calcification was confirmed. The valve exhibited heavy calcification in the cusp area of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 6mm. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3mm. Host tissue was moderate at the stent inflow and minimal at the stent outflow. The x-ray demonstrated calcification. Method: x-ray. Discharge summary provided (B)(6) 2012 provided the following information: clinical and instrumental course: on (B)(6) 2012, coronary angiography was performed, which showed multi-vessel coronary disease with patent vein graft and intra-stent re-stenosis of the lad. Ef normal. Tee echo was performed on (B)(6) 2012: mitral prosthesis with marked hypomobility of the leaflets, diffuse calcification of the leaflets and subvalvular apparatus causing severe stenosis, aortic prosthesis with mild insufficiency, moderate to severe ti. On (B)(6) 2012, a cardiac surgery procedure was performed, replacement of the mitral valve with a mechanical prosthesis and CABG x 1 saphenous vein to lad, closure of left auricle. Thoracic CT was performed on (B)(6) 2012: right basal thickening, dx inflammatory, treated with ciprofloxacin i.v. Chest radiograph in (B)(6) 2012: disappearance of pneumonic focus. The postoperative course was characterised by anaemia treated with blood transfusion. Otherwise, the patient remained asymptomatic, apyrexial, and in satisfactory haemodynamic compensation, even during cautious mobilisation. The surgical wounds are in order and the sternum is stable. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.